Event description:
It was reported that on (B)(6), 2013 the pt hit her head at the area found the implant while playing. Afterwards the hearing performance had obviously declined.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. Wen available, a device failure analysis will be submitted as a follow up report.